Manufacturer narrative:
Intuitive surgical inc. (Isi) received the instrument for the failure analysis. Medium-large clip applier instrument was found to have severely bent grip tips. The damage was found near the top of the clip groove, causing an offset at the tips of the medium-large clip applier. The clip could not load properly on the medium-large clip applier instrument's tips. Common causes of severely bent instrument grip tips are typically attributed to mishandling/misuse. The severely bent grips with an offset less than 0.05¿ are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tip. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The medium-large clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). This complaint is considered a reportable malfunction due to the following conclusion: the medium-large clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in adverse event or product problem was either unknown, unavailable, not provided, or not applicable. The expiration date for model # is not applicable. Field implant date/explant date is blank because the product is not implantable. Information for the blank fields in initial reporter name and address is not available. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier instrument was not closing properly and was breaking the clips with each attempt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information however, no further details have been received as of the date of this report.